Manufacturer narrative:
Analysis of the pump revealed a large purge gap indicating bearing wear as the root cause of the pump stop. This occurred after 22 days of run time, which is well beyond the design life of 8 days per (B)(4). Impella cp with smart assist system instructions for use for the related event are as follows: section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. While on support, the impella pump stopped in the operating room during the mitral surgery and was restarted. The pump stopped again 4 days later. It was also reported that the patient experienced a gi bleeding and purge solution was swapped out for d5 without heparin. The patient was also supported by ECMO. No patient harm or injury noted.

Manufacturer narrative:
The investigation for the bleeding issue has been completed. Due to the limited clinical information the root cause of this investigation is not determined. This report is being filed as part of a retrospective review of historical records. Additional information added to section h6 coding was added for cause not established to reflect the investigation results of the bleeding and h10 for completed investigation for reported bleeding issues. Corrected information from the initial MFR 1220648-2024-20250 was added to the following sections: b2: death and date of death added. B5: date of event corrected to 25-feb-2025, as this was when the gastrointestinal bleeding was first reported. Additional narrative added for clarity and missing information including patient outcome. H1: type of reportable event corrected to death. H6: codes added for health effect - impact code to reflect blood products, death, and device replacement.

Event description:
A patient with nonischemic cardiomyopathy, atrial fibrillation and had previously refused an automatic implantable cardioverter defibrillator experienced a witnessed out-of-hospital cardiac arrest and cardiopulmonary resuscitation (CPR) was immediately started. Emergency medical services arrived to transport the patient to the hospital and performed numerous defibrillation attempts. CPR continued for approximately two hours and when the patient arrived in the emergency room, itx was in pulseless electrical activity. A return of spontaneous circulation was eventually obtained, and the patient was brought in to the cardiac catheterization laboratory for venoarterial extracorporeal membrane oxygenation (ECMO) cannulation and impella cp implantation for mechanical circulatory support. During impella cp support, the patient experienced gastrointestinal (gi) bleeding and as a result heparin was removed from the impella purge solution. The following day, on (B)(6) 2025, the patient received blood products due to the loss of blood. It was also noted at this time that the patient's abdomen appeared to be necrotic. On (B)(6) 2025 the patient was transfused with an additional unit of blood products due to the blood loss from the gi bleed. On (B)(6) 2022, the patient had surgery for a mitral valve replacement and was placed on cardiopulmonary bypass (cpb) using the ECMO cannula and the impella was placed in surgical mode. After the successful mitral valve replacement, while resuming ECMO and impella cp support and removing the patient from cpb, it was reported that the impella cp had a pump stop. The medical team was able to restart the impella cp. The medical team was informed that the pump had been running for 2.5 weeks without heparin in the purge solution and it was likely another pump stop would occur. Heparin was added to the purge solution, and escalation to an impella 5.5 was discussed. It was additionally noted that heparin may have to be discontinued again as the patient had ongoing bleeding issues. 4 days later, on (B)(6) 2022, the impella cp stopped pumping again and was unable to be restarted. The patient was brought to the cardiac catheterization laboratory for a replacement impella cp. The patient remained stable throughout the procedure with no increased need for medication or ECMO support. The patient remained on impella cp support with the new pump for an additional 18 days, when the family decided to withdraw care and the patient then expired. Although the patient's presenting condition may be more likely have impacted the event, the first impella cp cannot be excluded as a possible contributing factor in the patient's demise.